Manufacturer narrative:
It was reported that during a procedure, the or staff smelled something burning, and replaced the fiber. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The fiber was returned to dmta for evaluation, and signs of heat damage were present near the proximal end of the fiber. Past complaints were reviewed, and there is no identifiable trend in complaints related to holmium fibers burning. The risk related to a fiber burning at the connector is identified as medium. Based on available evidence, several factors may have contributed to this malfunction, including possible handling-related elements and other clinical-use conditions.

Event description:
Dmta received a complaint stating that during a procedure, the or staff smelled something burning, and replaced the fiber.